Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that post implant of this 19mm avalus ultra bioprosthetic valve, it was reported via the distributor that an echocardiogram was performed on the patient who underwent surgery on (B)(6) and is currently hospitalized, that moderate central regurgitation was observed. The patient is currently under observation. No additional adverse patient effects were reported.